Manufacturer narrative:
Consumer thought she used one of the tampons from the sport 36ct r/s multipack that she provided lot information for but feels that use of all of the tampons she has, including the simply gentle glide and sport compact, has caused her endometriosis. An investigation was conducted that included a 24-month trend analysis. No trend was identified for the products or single lot provided. Device history record review was conducted for lot 20073ca. There were no nonconformances that would have contributed to the illness reported by the consumer. All released products passed visual inspections, absorbency testing, ejection force testing and string performance testing. No device history record investigation can be done for the simply gentle glide or sport compact tampons at this time due to lack of manufacturer¿s lot code supplied with the complaint. The consumer did not report any actual malfunction of the tampon itself. The investigation showed no issues present that would have contributed to the consumer¿s belief that the playtex tampons caused her endometriosis. The investigation revealed no issues requiring corrective action with any product manufactured.

Event description:
Endometriosis [endometriosis]; passed out [loss of consciousness]; they are not hygienic [product quality issue]. Case narrative: on 25-oct-2023, a spontaneous report was received from a consumer regarding a female who was using playtex sport plastic, unscented (tampon, menstrual, unscented), playtex simply gentle glide (unscented) tampons (tampon, menstrual), unscented, and playtex sport compact (unscented) tampons (tampon, menstrual, unscented). Medical history and concomitant products were not reported. On an unreported date, the patient started use with playtex sport plastic, unscented, playtex simply gentle glide (unscented) tampons, and playtex sport compact (unscented) tampons. On an unreported date, the patient used one of the tampons, and after 3 hours, the patient passed out. Subsequently, she went to the ER (emergency room) where they did tests (results not reported), and they said not to use the product. Consumer thought she had used a tampon from "the sport box" when she went to the ER. Even after a whole month later, the patient felt her endometriosis was a cause of the products (she had been a long time user of playtex). The patient believed her endometriosis was from using the product and thought they were not hygienic. As of (B)(6).2023, the patient requested a refund for the products, and the outcomes of the passed out and endometriosis were not reported. No additional information was expected as the patient did not want to disclose any more information.